Event description:
During a follow-up phone call with a home patient (hp), home patient's spouse stated that the hp was hospitalized for shortness of breath for a day while connected to the homechoice machine. The home patient was disconnected and went to the hospital.